Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture and loss of atrial sensing. It was noted that the patient underwent an ablation procedure and the ra lead no longer sensed or paced appropriately after that procedure. The lead was surgically abandoned. A new ra lead was implanted as the patient was having sinus node dysfunction, requiring a working atrial lead.